Event description:
It was reported that the intra-operation that the patient had a cerebral spinal fluid leak. The physician did not perform a blood patch and the patient was bedridden for 3 days. The new implantable neurostimulator was not used and the original battery was left in without any further complications. The patient experienced a spinal headache due to the "nick of the spinal column." Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37742, (B)(4), lead model 399930, lot# v012786, implanted: (B)(6) 2006, explanted: na, extension model 3708260, (B)(4), implanted: (B)(6) 2006, explanted: na, recharger model 37752, (B)(4).